Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the recent field action/communication on this model device. To date, there have been no reported patient symptoms associated with this clinical observation.